Event description:
It was reported that this right atrial (ra) lead as part of a system revision due to infection. Additional information indicated that the patient had blood infection and steam pop. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.